Manufacturer narrative:
Section b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an headaches; nodule in left lung related to a CPAP device's sound abatement foam. The reported event of nodule in left lung and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. This notification was reviewed by the pms clinical expert due to the reporting has had the machine for 8-12 months and went in for a CT scan that was at the end of may and he had abnormality (nodule) on the left lung that could be cancer and had a previous scan 6 months ago that was clean. Occasionally wakes up with a headache approx. 2x a week. He felt like he was breathing something weird in while using the machine (scratchy feeling). Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section b7 and h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 21, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an headaches; nodule in left lung related to a CPAP device's sound abatement foam. This notification was reviewed by the pms clinical expert due to patient reporting of nodule on the left lung and headache. No other clinical information or medical interventions were reported. There was no report of serious patient harm or injury. Section b1 was corrected for both adverse event and product problem. (Product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction. To serious injury. Section h6 was corrected and updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung nodules. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.